Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump was able to download properly to carelink. All operating currents are within specification. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of having low blood glucose of 64 mg/dl. During troubleshooting, customer reported of not being sure if insulin pump was exposed to magnetic. Customer reported of believing that insulin pump was over delivering. Customer was advised that insulin pump would need to be replaced.